Manufacturer narrative:
Device evaluated by manufacturer: the agent dcb was returned for analysis. Visual, tactile, microscopic analysis and functional testing was performed on the device. A visual and tactile inspection revealed no issues with the hypotube shaft, and examination of the shaft polymer extrusion profile, including both the outer and inner lumen, confirmed that the extrusion was intact with no abnormalities. A detailed microscopic examination of the balloon material identified multiple pinhole leaks. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 12 atmospheres (atm) as per, emerge, instructions for use (IFU), however, it was observed that a leak was occurring. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that failure to inflate and tip damaged. A 3.50 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci) targeting an in-stent restenosis (isr) lesion in the d1 branch of a bypass graft. Despite a continuous rise in inflation pressure, the balloon failed to expand, and tip damage was observed. The procedure was successfully completed with a non-boston scientific stent without complications to the patient or the vessel. There was no patient complication reported. However, returned device analysis revealed a balloon pinhole leak.